Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead delivered potential inappropriate therapy due to oversensed noise. Technical services (ts) reviewed the device data and noted that lead noise was present, given the lead was approximately 19 years old, the findings appeared consistent with a lead-related issue, the noise resulted in 12 bursts of inappropriate anti-tachycardia pacing (atp) and 5 inappropriate 41 joule shocks. Ts discussed additional troubleshooting options. This rv lead was fractured was noted and the plan is to extract and replace this lead. No additional adverse patient effects were reported. This rv lead remains in service.